Event description:
The machine failed autotest, gambro technical services (gts) found rtv from the balance chamber diaphragm magnet had come loose, lodging in the balance chamber valve. This in turn caused the valve to stick open. There was no pt involvement.

Event description:
The machine failed autotest. Gambro technical services (gts) found rtv from the balance chamber diaphragm magnet had come loose, lodging in the balance chamber valve. This is turn caused the valve to stick open. There was no pt involvement.